Event description:
It was reported that during a reaming procedure within the joint using the 10 mm femoral reamer, the instrument oscillated as if it were improperly seated. The reamer was removed, reseated, and tested outside the joint; the issue persisted, yet there was no visible evidence that the reamer itself was bent. Consequently, the slotted guide pin was also replaced to rule out the possibility that it was bent; however, this component was likewise found to be free of defects. Following this event, the graft was retracted and secured using two "miracle" screws. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was not returned to depuy synthes; however, photos were provided for evaluation. Visual inspection of the returned photos found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the low-profile reamer, 10mm would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.